Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image blackout was traced to component failure. Additionally, error b30 was due to malfunction in the u-plug unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported an image blackout of the gastrointestinal video scope occurred for an unspecified diagnostic procedure; the procedure was completed with an olympus back-up device. No patient harm was reported.